Event description:
It was reported that a large volume intermate had black particulate matter in an unspecified location in the housing. The reporter stated particles were on the balloon and/or inside the bottle. This malfunction was identified before use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The lot was manufactured on may 24, 2013 - may 25, 2013. Evaluation summary: two devices were received for evaluation. Visual and microscopic inspection were performed on the two units. Inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.